Event description:
It was reported the patient had a philips cardiac monitor placed; however, it was alleged the reports were incorrect with incorrect data, times, and mistakes in transcription. The patient, who is a physician as is the reporter, would like to correct the time and event stamps. Per the customer, electrophysiologists have confirmed the data is incorrect. The customer alleges the reported issue delayed treatment; however, it was not specified as to what treatment was delayed or if there was actual harm.

Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Event description:
It was reported the patient had a philips cardiac monitor placed; however, it was alleged the reports were incorrect with incorrect data, times, and mistakes in transcription. The patient, who is a physician as is the reporter, would like to correct the time and event stamps. Per the customer, electrophysiologists have confirmed the data is incorrect. The customer alleges the reported issue delayed treatment; however, it was not specified as to what treatment was delayed or if there was actual harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.